Event description:
It was reported, the customer had a weak battery alarm on their insulin pump. The customer also stated the battery life on their insulin pump was short. Customer also reported repeated no delivery alarms on their insulin pump. Customer stated they have changed their infusion set, but the no delivery alarms persisted. The customer's blood glucose was unknown. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected weak battery alarm noted. The insulin pump passed the rewind, displacement, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.